Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they got device for urinary retention symptoms and reported they turned it off and followed the MRI rule for an ablation they had a while ago and in the last 3-5 days, they had to turn it off with MRI mode for mris 3 times but after turning it back on, now, they were peeing their pants like they never got this stimulator. Patient said they were just leaking when standing up in the morning and it was very upsetting, they noticed it a little more than it was after the last one, it was really bad. Pt said, before all this, they were down to wearing panty liners and they would get a little drip but now they were filling up a whole poise number 6. Offered to assist pt to synch with their equipment and confirm therapy had been turned back on. Pt was successful to synch and reported their amplitude was 4.2, they've been increasing it was 3.5 then they went to 4.1, now it's 4.5. Reviewed some education information and program change options. Redirected to their doctor. Ptsaid they would get in touch with their doctors office, they also have an appointment in october or november. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.